Event description:
It was reported via user medwatch mw5184787 that stent fracture occurred requiring additional intervention. A 5.00 x 24mm synergy megatron drug-eluting stent (des) was selected for treatment. The stent was advanced through the vessel; however, when pulling out the stent, it broke in the vessel. A snare device was used to successfully retrieve the detached segment. No patient complications were reported. No further information is available.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the available information as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. The reported event could not be confirmed as the device was not returned for analysis. Without imaging or photos of the allegation a clear conclusion cannot be established as to why the stent fractured during the procedure.

Event description:
It was reported via user medwatch mw5184787 that stent fracture occurred requiring additional intervention. A 5.00 x 24mm synergy megatron drug-eluting stent (des) was selected for treatment. The stent was advanced through the vessel; however, when pulling out the stent, it broke in the vessel. A snare device was used to successfully retrieve the detached segment. No patient complications were reported. Not further information is available.